Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) froze for 20 seconds then rebooted on its own. No patient harm was reported. The crash log and event logs were collected for nihon kohden quality review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze for 20 seconds then rebooted on its own. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) froze for 20 seconds then rebooted on its own. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's station (cns) froze for 20 seconds then rebooted on its own. No patient harm was reported. The crash log and event logs were collected for nihon kohden quality review. No patient harm was reported. Service requested / performed: troubleshooting: nihon kohden technical services (nk ts) reviewed the hardware info on the cns in the maintenance tab and verified that the temperature, fan speed, and the status of both hard drives were fine. The system was working properly after the system rebooted. All further attempts to reach the customer (01/03/2020, 01/13/2020, 01/21/2020) regarding the issue resolution were met with no response. . Investigation summary: per the operator's manual, pg 16.11, if the software upgrade is done incorrectly, the cns could freeze. Per hazard analysis document 0704-902878m, hazard #d031 - the residual risk of the cns software freezing due to the failure of an application is acceptable. Action taken in design: watchdog (wd), which can reboot within 90 seconds, should start up. A warning should be generated before the system reboot by wd, encouraging the user to pay attention. Action taken on label: the system may reboot due to detection of error information. In this case, a warning sound will be generated before the reboot, per the operator's manual. The overall risk of this event is determined to be medium. The reported issue does not require further investigation through CAPA process since the manufacturer's hazard analysis determined the residual risk of the pu-621ra cns software freezing is acceptable. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number .g5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. D10. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.